Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac death following treatment on or about (B)(6) 2013, which is alleged to have been caused by defendants, naturalyte and/or granuflo administered to plaintiff for dialysis treatment.

Manufacturer narrative:
The is one event for the same patient involving two separate products.